Event description:
It was reported that insulin pump has been exposed to moisture damage. It was also reported that the insulin pump has an unresponsive keypad. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. The backlight functioned properly. No back light anomaly or moisture damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.